Manufacturer narrative:
(B)(4).the device history review for the product visistat 35r 6/box lot# 73b1900652 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopy, twice in the row, two staplers from the same lot number did not work properly (same intervention). The staples were not forming. They were pushing aside the wound instead of closing it. Clinical consequences: no consequence for the patient unless that the intervention took longer than it should. The 2 dysfunctional staplers were replaced.